Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument to perform failure analysis. The instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found with a fully broken snake wrist control cable. There was no discoloration, corrosion, or contamination on the cable to suggest a reprocessing-related cause. The surrounding components showed no abnormal sharp edges or damage that could have contributed to the cable failure. Due to the broken cable, the instrument displayed imprecise motion when tested on an in-house system. Additional observations not reported by the site include imprecise motion in both pitch and yaw directions, with the grip tips moving as commanded but exhibiting noticeable lag or delay. The complaint was confirmed by failure analysis. The probable root cause of the broken distal snake wrist cable¿whether partially or fully fractured¿is a component failure resulting from a reduction in the cable¿s ultimate strength, likely caused by external impacts during use or reprocessing. The imprecise motion observed was directly caused by the broken wrist control cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument movements were not accurate. The instrument was loose near the tip, described as "floppy". The procedure was completed, and no injuries were reported.